Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient was in office today for adjustment and injections but caller continues to receive "no device found" when attempting to connect to ins with tablet and communicator despite numerous attempts and repositioning of the communicator. Caller can palpate the ins but only feel the border on one side. Caller stated patient reportedly charged last night but they've been having a harder time recharging since pocket revision 7 weeks ago and really, has always had difficulty getting in the same position. Caller stated the office has a c-arm but it is off and there wasn't anything else obvious that would be creating interference. Troubleshooting was unable to be performed as the hcp came into the room and caller stepped out. Patient didn't have any external equipment with them and caller didn't have any extra equipment for further troubleshooting. Caller was going to see if office had another tablet/communicator they could try. The caller was redirected to attempt power cycling tablet and power cycling communicator twice and attempt to re-interrogate. Reviewed ins may potentially be too deep or depleted but without trying other external devices, it is hard to know for sure. Suggested if ins still can't be interrogated, to have patient call ps with their equipment to see if controller and recharger can communicate and what antenna locate numbers show. No symptoms/patient complications reported. Additional information was received from the rep and it was reported that the rep rebooted the tablet and the communicator and was able to read the device, rep had to push against the patients skin to raise the other side of the implant to accomplish reading the implant, as well. No further action currently, since rep was able to read the device. The patient states recharging has become more challenging since the revision however, she is able to recharge, she just has to keep the antenna in 1 spot over her skin/device. The issue was resolved.